Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for crpl3 c-reactive protein gen.3 (crpl3) on a cobas 8000 c 702 module. The initial crpl3 result was 2.15 mg/l. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated and the result was 303.10 mg/l. There was no allegation that an adverse event occurred. The crpl3 reagent lot number and expiration date were not provided. Calibration and quality control (qc) were good prior to the event. Based on a review of calibration data, no abnormalities were identified that would have contributed to the event. The qc data from the customer is, in general, stable. On (B)(6) 2017, qc was a bit low which is most likely related to missing daily maintenance. The event occurred on (B)(6) 2017, so this low qc result is not related to the event. Based on a review of reaction curve data, very high absorbance was identified between certain measuring points. This could happen due to reagent carryover, cell carryover or sample contamination/incorrect volume. A review of the alarm trace shows an abnormal sample aspiration alarm on (B)(6) 2017 at 5:55 a.m. The sample in question was run at 7:10 a.m. This alarm is normally caused by a clot in the sample such as gel, fibrin or other material on the sample surface. Since only 3.5 hours of the alarm trace were provided, it is difficult to determine if the abnormal sample aspiration alarm was related to pre-analytics or a patient sample specific issue. If reagent or cell carryover issues were present, more samples would be affected and other measuring points of the reaction curve would be affected. Since the issue has not recurred since the event, the cause of the issue is due to sample quality related to this particular patient sample and not related to pre-analytics.